Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The device being available for analysis may have aided in determining a cause for the reported cuff miss. A cuff miss can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and/or user technique. During manufacturing, all proglide devices undergo visual inspection and functional testing. A cuff miss can be influenced by a failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, and/or not depressing the plunger to contact the body. Based on the reported information and the inspection criteria, a definitive cause for the reported cuff miss could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint database was performed and there did not appear to be any indication of a lot product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using another proglide device. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.